Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the right common iliac artery. An 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, during inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with another 18-4/5.8/75 xxl esophageal balloon catheter. No patient complications were reported and the patient's status was fine.